Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers pulley. The idler pulley was able to spin freely, but it exhibited some damage on the edge and on the surface of the pulley. The cable segment sticks out at wrist. Other cables at wrist were not damaged. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
Received medwatch report from the customer, according to the MDR report, 'robotic instrument was noted to have broken during laparoscopic robotic assisted surgery. Wires from instrument were seen frayed inside patient and a small piece of metal wire was removed by m.d. An x-ray was performed at the end of the case to confirm no other foreign material was left inside. The x-ray performed to rule out any retained foreign items. X-ray took found zero foreign items seen.'